Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became unresponsive while still displaying content, and the user later observed multiple cracks at the bottom of the screen consistent with accidental damage from a fall; the user was advised to disconnect and revert to backup therapy, and a replacement device was provided with a request to return the damaged unit. Symptoms included no reported adverse health effects, and there were no reports of hypoglycemia, hyperglycemia, or hospitalization. Outcomes included interruption of normal device use and reliance on backup therapy without clinical sequelae. Investigation included complaint intake review and follow-up attempts to obtain the damaged device for evaluation and to confirm return logistics. Investigation of this case revealed product damage to the display/touchscreen consistent with external impact, with no indication of an internal device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to user handling/accidental impact.